Event description:
It was reported that during an attempted implant, the physician was unable to obtain suitable defibrillation thresholds with a single coil right ventricular (rv) lead. The lead was not used and a dual coil rv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the full lead was returned and analyzed with no anomalies found. The exposed rv (right ventricular) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress and the outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.